Event description:
It was reported that the lead exhibited loss of sensing and a high capture threshold. X-ray did not reveal dislodgement. The device was replaced.

Manufacturer narrative:
Final analysis found normal eelctrical characteristics. The lead was cut/damaged. The damage is consistent with that occurring during the surgical procedure. Analysis of provided printouts showed a high capture threshold, a low sensing amplitude, and normal lead impedance.